Manufacturer narrative:
(B)(4). The actual complaint sample was not returned for evaluation. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported by the distributor that the mic-key* button is leaking and caused a fungal infection at the site. It was reported by the patient's mother that the infection was treated with daktacort cream and the button was replaced. The infection has since cleared up.

Manufacturer narrative:
The actual complaint product was returned for evaluation. Per visual inspection, the molded head, tube and balloon appeared to be discolored with a foreign substances on the exterior of the device. The original packaging was not returned with the device. The balloon was filled with 5cc of water and was observed for leaks. No leakage was detected from the balloon or balloon inflation port. The water was extracted and the balloon was filled with 5cc of methylene blue. This was done to provide visual demonstration of the fluid pathway. The balloon inflation port was then examined under magnification (30x), it appeared to be intact and bonded into the mic-key head and the plunger appeared in place. The balloon was manipulated in order to try and identify a leaking area on the device. No leakage was observed. The feed port area was then examined, there was no evidence of tear or split and deformation on the molded head area of the device. The feed valve component showed evidence of adhesive and was intact. There was a visible dried matter inside the feed port and in the anti-reflux valve slit. While reviewing the opening of the anti-reflux (arf) valve under magnification (30x), the slit of the arf valve appeared to be in an open position. And when the feed lumen was filled with water for a gravity feed with no pressure from the distal end using a syringe, there was leakage through the arf valve. The sample evaluation was unable to find a root cause of the reported event, however, the sample was received showing dried matter inside the feed port and in the anti-reflux valve slit that contributes to the slit remaining open; however, this seems to be a non production related incident.the directions for use, which is provided with each device, was reviewed, and states: "redness or soreness around the skin and stoma may be the result of gastric leakage. Clean and dry the area frequently. Be sure to rotate the mic-key* feeding tube in a full circle during daily tube care." Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).